Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an issue with the insulin on board (iob) calculation. The iob duration reportedly was not counting down as expected based on the bolus history. There was reportedly no iob at the time of the bolus and the reporter claimed the iob was greater than 0 by the end of the duration period. It was noted that the iob duration was set at 6.0 hours; the recommended amount was 4.65u and the pump delivered 4.65u. There were reportedly no additional boluses after the bolus was delivered. The iob duration reportedly was set as expected. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: on investigation the alleged insulin on board (iob) calculation issue was not duplicated. Review of bolus history verified that a 4.65 unit bolus was delivered on the date of the complaint and no bolus was performed 6 hours prior to that bolus. Pump settings verify iob set to 6 hours. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence was executed without any incidence. A normal bolus and an audio bolus were delivered and recorded correctly. The iob feature was found to have functioned properly during the evaluation. Unrelated to the complaint, a green line was observed in the display screen.